Manufacturer narrative:
The MFR's service rep performed an onsite investigation. Two wires that were found broken were soldered properly. The system was tested and operated as intended.

Event description:
The customer reported that the 9800 system would not boot and displayed a temp sensor error. No pt injury was reported.